Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage/no external power alarms was confirmed via the provided log file. The log file captured 3 low voltage/no external power alarms across 21oct2024 and 23oct2024 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased. The alarms resolved when power was restored to the system, and the alarms did not prevent the pump from operating as intended. The mpu (serial number (B)(6) was not returned for analysis. Available information indicates that the patient has access to the v-lock ac power cord, and that the mpu functioned properly at the clinic. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿, describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu), with v-lock, started alarming when changing from 14v lithium ion battery to wall power. The patient didn't recall the mpu becoming unplugged from the wall, but it appeared that the patient's significant other unplugged the mpu after hearing an alarm. Log files were submitted for evaluation concerning low voltage events. The log file captured a no external power event on the nights of 21oct2024 and 23oct2024 while connected to mobile power unit power. The emergency backup battery was used to support the system during these events. Motor function was not affected by these events. The patient brought the mpu to clinic and it appeared to be working properly.